Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that dietitian working with home bound patients on tube feeds. Patient had used a bard 20 fr peg feeding tube placed less than 3 weeks ago. The feeding port was leaking even with the cap installed. This was a very short time for a new appliance to fail. Per follow-up on 24jun2021, it was stated that the customer purchased replacement ports. Reported within 2 days of this new one being placed it was leaking again. Patient to tape it up all the time otherwise it was leaking and saturating patients clothing. The cap stays in place, but it leaks all around the cap.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "tube diameter is inadequate for mating with the connector". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that dietitian working with home bound patients on tube feeds. Patient had used a bard 20 fr peg feeding tube placed less than 3 weeks ago. The feeding port was leaking even with the cap installed. This was a very short time for a new appliance to fail. Per follow-up on 24jun2021, it was stated that the customer purchased replacement ports. Reported within 2 days of this new one being placed it was leaking again. Patient to tape it up all the time otherwise it was leaking and saturating patients clothing. The cap stays in place, but it leaks all around the cap.